Event description:
Patient underwent generator replacement due to battery depletion and lead replacement due. System diagnostics prior to surgery indicate normal results. The explanted devices were received. The form received with the products indicate that the lead was returned due to discontinuity. Analysis of the generator in the lab found that the device had reached an end of service condition. An open can measurement of the battery voltage confirmed that the battery was depleted. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to an end of service condition. The device performed according to functional specifications. No abnormal performance or any other type of adverse condition was found with the generator. Analysis of the lead is underway but has not been completed to date.

Event description:
The reported fracture of lead(s) was verified in the lab. Scanning electron microscopy images of the positive coil show that a stress-induced fracture (due to rotational forces) has occurred on the coil wires. Also, secondary fractures were noted on the strands of the positive coil. Based on the appearance of the returned lead portions, it is believed that the identified torn coil was most likely caused during the explant procedure. Since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.